Manufacturer narrative:
Conclusion: the device investigation revealed a technical failure of the reference electrode, which explains the reported problems. In addition, the device investigation revealed mechanical damage to the coil pin, which is typical of severe external effects on the implant site. Even though no such event, such as an accident, is mentioned in the recipient report. The investigation results seem to be consistent with the problems mentioned in the recipient report. This is a final report.

Event description:
Per the parents a decline in the hearing performance of the user was observed starting in (B)(6) 2021. The user has been re-implanted.

Event description:
Per the parents a decline in the hearing performance of the user was observed starting in (B)(6) 2021. The user has been re-implanted on (B)(6) 2023.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by an external impact, was determined to be the root cause of the reported problem. In addition, the device investigation revealed mechanical damage to the coil pin, which is also typical for an external impact on the implant site, even though no such event is reported in the recipient report. The investigation results seem to be consistent with the problems mentioned in the recipient report. This is a final report. This is a correction of the conclusion.

Event description:
Per the parents a decline in the hearing performance of the user was observed starting in (B)(6) 2021. The user has been re-implanted on (B)(6) 2023.